Event description:
It was reported to the manufacturer by the end user, per the end user, hemodialysis patient attended regular scheduled dialysis. After completion of dialysis treatment, patient was lifted utilizing the joerns hoyer lift model with the patient's own unknown manufacturer sling pad. Upon lifting and transferring the patient from the dialysis recliner chair to the patient's own motorized scooter, the patient slipped through the sling pad and landed on the floor. Nine-one-one (911) was called and patient was transported to the hospital. The patient suffered a right femoral fracture. Upon speaking with the facility, they stated "the patient and facility knew the sling was the wrong size. Patient refused to use a proper sized sling." The sling model and manufacturer are unknown as the sling is patient owned. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.